Event description:
A surgeon reports that an intraocular lens (iol) was removed and replaced approx 1.5 years following initial implant surgery. The surgeon states there was etching on the implant that was symptomatic to the pt (no details provided) and the pt had unexpected hyperopia. The pt is doing better since the lens exchange with a reported visual acuity (va) of 20/20. Visual acuity prior to the lens exchange was 20/25-20 strained. The model and power of the replacement lens was not provided.